Event description:
On 7/30/2025, the caregiver reported that the device battery was fully charging but draining rapidly, limiting the user¿s ability to control blood glucose. The user was at camp, which prevented retrieval of device logs during the initial call. The highest recorded blood glucose was 369 mg/dl, and the event persisted for over 90 minutes. The device did not alert the user to the high glucose level. The user reported symptoms of headache and increased urination. Later on 7/30/2025, device logs confirmed faulty battery performance, with discharge greater than 40% in a single day. The user transitioned to backup therapy with manual injections of insulin, including long-acting insulin, to correct the high glucose. A replacement device was arranged. Camp staff provided non-medical assistance during the event. No external medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.